Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to extensive physical damage to the monitor. The case was cracked, the touchscreen was broken, the pca boards were physically damaged, and there were multiple other components damaged. The root cause for the severed damage was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to power on.